Manufacturer narrative:
Name and address: postal code: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is reported during a hysterosalpingo-contrast sonography (hycosy) using a cook silicone balloon hysterosalpingography injection catheter, while the balloon was inflated with 1ml of saline using the provided syringe, the balloon burst and did not inflate. It is not known how the procedure was completed after this difficulty occurred the patient did not experience and adverse effects or require any additional procedures as a result of this event. No section of the device remained inside the patient. Additional details regarding the patient and event have been requested. At this time, no additional information has been provided.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information: section c. Correction: b1, h1- two devices were returned (B)(6) 2020. In a function test of the first device, no leaks were observed at the inflation valve, manifold, catheter tip or from the balloon. The balloon inflated and deflated properly. No manufacturing anomalies were noted with this is catheter. The second device was bent in three locations along the catheter, once approximately 1.5¿ from the manifold, again approximately 2¿ from the distal tip and again 5¿ from the tip. In a function test of the second device, the balloon did not inflate as intended; water exited out the distal tip. Water was then flushed through the flushing lumen, and water exited the distal tip as intended. Lumen communication within the catheter was observed to have prevented balloon inflation. There is no evidence to suggest that the observed device failure would be likely to cause or contribute to a death or a serious injury if the failure were to recur. Furthermore, there is no evidence that the device caused or contributed to a serious injury, as no life-threatening or permanently impairing injury took place, nor was intervention taken as a result of the device failure which would be required to prevent permanent impairment or damage to the patient. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.